Event description:
Pt underwent craniotomy for a significant left parietal and parasagittal menigioma in 1993. Plates and screws from suspect medical device were implanted during the surgery in 1993. Over time one of the titanium plates eroded through the scalp and perforated the skin over the ears. In 2004 surgery was performed to reopen craniotomy, debride and remove old titanium plates and screws, place new titanium mesh over the cranial defect in the sagittal area, and revise the craniotomy scar.